Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty with the right ventricular (rv) lead when they went to reposition the lead and were unable to retract the lead helix. The lead was removed and an alternate lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. The analyst noted that the lead was received with the helix extended. The helix retracted and extended within specification. If information is provided in the future, a supplemental report will be issued.